Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device showed that the shaft of the anchor plug had fractured, and there was still bone cement attached to the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 161012, oss rs 7 cm mod seg fmrl-lt, lot 700580, 178512, cps nut co-cr-mo alloy, lot 526830, 178528, cps transverse pin 6pk 36mm, lot 054360, 178366, cps sm sht spdl w pins 600lbf, lot 600480, 178539, cps centering sleeve 17mm, lot 303390. Report source: (B)(6).

Event description:
It was reported that approximately 7 months post implantation, the patient was revised due to pain, limited range of motion, and implant fracture. Attempts have been made and no further information has been provided.